Event description:
Information was received that a cadd solis vip is presenting error 42224 on the screen. No patient involvement.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The event history log was reviewed and the 42224 error code reported by the customer was confirmed. The mp board was found to be faulty and needed to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.